Event description:
It was reported that pump displayed malfunction code 24 without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer cleared malfunction before technical support could confirm fault ID, and technical support arranged pump replacement while advising customer to reference another case for related pump replacement questions. Customer reverted to an alternative method of insulin therapy.